Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device overfilled on a two total parental nutrition's (tpn) of several that were performed at 2600ml. The first reported was an overfill of 500 ml. The second overfill was of 100 ml. There was no patient impact. There was no patient involvement. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). The reported issue of over delivery without alarm - measured was not confirmed. The visual examination of the unit did not confirm the issue. The root cause was undetermined. A service history review revealed previous service events were related to the reported condition.